Event description:
It was reported that upon interrogation of a remote transmission, an alert for high, out of range high voltage lead impedance was observed. A steady increase in impedance on svc to can vector was noted. The patient was brought in clinic and evaluated. All the measurements were normal and within range. Provocative testing and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.